Manufacturer narrative:
The exact date of incident is unknown. Consumer states it occurred two (2) months ago. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Consumer alleges the charger caught on fire and the fire spread to part of the seat.

Manufacturer narrative:
The device was returned and evaluated. No evidence of fire on the returned device.

Event description:
Consumer alleges the charger caught on fire and the fire spread to part of the seat.

Manufacturer narrative:
The "model #" and "serial #" have been updated based on new information received. The exact date of incident is unknown. Consumer states it occurred two (2) months ago. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Consumer alleges the charger caught on fire and the fire spread to part of the seat.